Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported that due to a perceived problem with his strips he was unable to test. The customer's family member reported that the customer was feeling dizzy, losing his balance and losing consciousness. It was not indicated what treatment or diagnosis the customer received. There was no death or permanent impairment reported.